Event description:
It was reported that a large volume folfusor did not infuse medication to the patient. After 19 hours of therapy time, it was observed that the device had not delivered any of the medication dose. This was observed during patient infusion. The device was filled with piperacillin/ tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from february 3, 2022 - february 4, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.